Event description:
A medtronic rep reported that the probe twisted while trying to make a primary in the spine. The probe was used manually; no power equipment was attached. There was no adverse effect to the pt.

Manufacturer narrative:
Manufacture date was not available as no lot number was provided for the instrument. The device has not been received by the MFR for eval.